Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Initial reporter populated as (B)(6) to ensure successful electronic submission of MDR. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported "pt reports that the filament is not a filament but a rigid needle - thicker and longer than normal filaments, not flexible.¿ there was no report of any third-party medical intervention and no further details were reported. There was no report of death or permanent injury associated with this event.